Event description:
Customer reported via phone call to have high blood glucose of 566 mg/dl, even after infusion set change. Customer was not sure how much insulin to give with backup plan. Customer did not feel well enough to troubleshoot as customer reports of feeling of passing out. Customer's daughter was assisting and customer declined from going to the hospital. Customer would call back when feeling better.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.